Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could not feel the stimulation. It was noted that the lead was twisted and out of the epidural space. It was also reported that the patients lead was damaged. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the lead had one contact that was skewed and come out literally right under the skin when it was taken out.

Event description:
A report was received that the patient could not feel the stimulation. It was noted that the lead was twisted and out of the epidural space. It was also reported that the patients lead was damaged. The patient underwent a lead replacement procedure.